Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this device was explanted after approx a 9 year, 2 month implant duration due to aortic degeneration and aortic insufficiency. Learned from implant patient registry.